Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b133 (lot: va2j70p); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary dysfunction. It was reported that pt fell in november at gym on buttock but not on battery. They felt therapy relief changed thereafter with morning urinary urgency increased and increased constipation. They also had return of urinary incontinence and constipation. They noted if they got in the warm shower it helped their urinary urgency calm down. The physician took x-rays and thought the lead may have advanced slightly distally. The impedance check normal, battery status/diagnostics was normal. They will try new program to see if they can re-capture relief. The issue was ongoing.

Manufacturer narrative:
Continuation of d10: product ID 978b133, lot# serial# (B)(6), implanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.